Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported suture detachment could not be confirmed as the returned device noted the entire length of the suture was intact and was no separated as reported. However, the link was separated at the swage end of the posterior cuff and may have appeared to the user as a suture detachment. Based on a visual inspection of the returned device, there is no indication of a product deficiency. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a mildly common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a endovascular aortic repair (evar) procedure. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the evar procedure was completed. The successfully pre-placed sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.